Event description:
Per the clinic, the patient experienced a skin flap infection at the skin around the coil area (specific date not reported). Subsequently, the patient underwent multiple procedures for fluid withdrawal (specific dates not reported). The patient was also treated with oral and IV antibiotics (specific date and duration not reported) however, the symptoms did not resolve. The device was explanted on (B)(6) 2025. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. The symptoms resolved.

Manufacturer narrative:
Device analysis report attached.